Event description:
It was reported that the programmer was experiencing excessive noise on electrograms (egms) during interrogation of wireless and non-wireless devices as well as artifact on egms during new implant lead analysis. Attempts to turn the filters off and on did not resolve the situation. The programmer was returned for service but was placed into storage. It has now been removed from storage in order to be repaired and replaced back into circulation. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of noise on the electrograms and it was noted that an electrocardiogram (ECG) connector on the link electronic module board was loose and therefore the board was replaced and calibrated. It was further noted that the system fan was noisy and it was replaced. (B)(4).